Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary photograph, video and/or physical sample evaluation: ¿no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 3a00637 was manufactured on 15 jan 2023, in mlk-3 line, with a total of (B)(4) market units (mkus). The complaint engineer performed a batch record review on 20/nov/23, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1051278 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 20/nov/23, complaint engineer ran a query in database in order to verify the complaints reported for the 3a00637 lot for the malfunction code ¿ skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ and as result no additional complaints were identified during this search as per work instructions (wi). Historical nonconformance review: on 20/nov/23, complaint engineer ran a query in database looking for any in process nonconformance / corrective action/preventive action (CAPA) (s) associated to the malfunction code ¿ skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ for the lot number 3a00637 and as result, no nonconformance / corrective action/preventive action (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm-001) "flange weld integrity - adhesive wafers" ¿ method 13 ¿ frequency: hourly ¿ sample quantity: 6 units per rotation. ¿ acceptance criteria: accept = 0 / reject = 1 defect rate analysis: there have only been 1 defective part confirmed to date from a lot size of 12,600 products. This represents a defect rate of only 0.008%, which is well within an appropriate acceptable quality level (aql) for leakage which should be 0.25% based on our standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25 this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: no objective evidence was received such as a photo or sample, for this reason, we cannot conclude that the product does not meet specifications. The review of the batch record 3a00637 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿. No additional complaints were reported for lot affected related to the malfunction code ¿ skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products from this lot are impacted. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: canada. Based on the available information, this event is deemed to be a reportable malfunction. . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that the wafer had off centered starter hole. The product was not used by patient. No photo is available at this time.